Event description:
It was noted that the patient inadvertently infused 30 units of insulin due to a tactile issue with the keypad buttons. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was found to keypad. The ok keypad button was found to be intermittently responsive. The remaining keypad buttons responded to button presses as expected. The keypad cover was removed; contamination found the button contacts. Unrelated to the complaint, the display screen text was found to be dim with a red hue.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons reportedly started having tactile issues approximately two months ago. The patient denied damage to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.